Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this disposable pressure transducer with vamp plus provided arterial blood pressure values (200/90) significantly different than the ones provided by a non-invasive device (160/80). Measurements were made by both devices in the same arm. The values expected according to patient status were around 140-160/80. No error message nor alarm was displayed. The patient was not treated according to wrong values provided. The device was replaced by a new one. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation) h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction.